Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide, model: ent450, 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36: warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 11 / page 129: warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. The easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
It was reported that a patient had to be hospitalized due to high (> 27.8 mmol/l) (> 500 mg/dl) blood glucose (bg) levels, high ketones of 5.4 (dropped to 1.9 while waiting at the emergency room (ER) to be seen) and kidney function dropping by 30%. The patient was wearing the pod between 4 and 24 hours when experienced the high levels, tried to correct them using the pod by delivering 10 units, but the levels did not decrease. Additionally he administered 25 units with manual insulin injections. The pod was replaced with a new one and the patient sought medical attention. At the hospital, the patient was placed on an intravenous IV fluid drip and was kept overnight to monitor him, insulin was delivered through the new pod.